Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was emitted upon interrogation. A requested was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was emitted upon interrogation. A requested was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.